Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).

Event description:
The customer reported the surveillance restarting itself. This issue was determined to be related to the 2018 adt reboot issue. There was no patient incident.